Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display due to missing battery tube spring. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 326mg/dl at the time of the incident. Troubleshooting was performed and the display was return. The insulin pump will not be returned for analysis.